Event description:
It was reported that the patient had the artificial urinary sphincter removed due to unknown reason. A new artificial urinary sphincter was implanted on (B)(6) 2019. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the device was removed in (B)(6) 2019 by an unknown physician due to cuff erosion.